Manufacturer narrative:
The pump was received with no button error alarms. However, the pump had no button response due to corroded keypad traces. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display window, a cracked reservoir tube, a cracked reservoir window, and a cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that none of the buttons were working on the customer's insulin pump. The customer did not recall any significant events leading up to this. Her blood glucose level was 259 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. It was also stated there was a crack on the side of the insulin pump. Nothing further was reported.